Manufacturer narrative:
The unit has been returned for "turns off and beep". Customers' complaint has been investigated and was not verified. Gearbox shaft was damaged, gearbox was replaced. Sensor was damaged, sensor was replaced. Rotor was cracked and damaged, rotor was replaced. Battery was outdated, battery was replaced. The power supply and the pole clamp assembly were not returned with the unit. The unit was restored to proper operation and recertified per procedure. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the feeding pump turns off and beeps. This was discovered during testing, there was no patient involvement.